Manufacturer narrative:
The device history records for the pad-pak lot was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The pad-pak was manufactured as part of a lot of 200 on the (B)(6) 2017. 110 pad-pak units were dispatched to (B)(6) on the (B)(6) 2017. Upon receipt of the returned pad-pak, the sternum electrode cable insulation was observed to be damaged, exposing the conductor below and confirming the reported fault. Furthermore, a crack was observed on the pad-pak plastic near the electrode tray. Due to the location of the damage observed on the cable, and the crack observed on the pad-pak plastic, it is assumed the wire became trapped between the electrode tray and the pad-pak plastic when an attempt was made to close the electrode tray. This and the use of force to try and close the electrode tray would have resulted in damage to the insulation on the wire. It is unclear when this damage occurred. The sam 500p user manual states ¿do not open pad-pak tray or open defibrillation pads protective packaging until they are required in an emergency¿. The pad-pak will be scrapped and replaced.

Event description:
Electrode wire insulation damaged/cut. No patient involved.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Electrode wire insulation damaged/cut. No patient involved.

Event description:
Electrode wire insulation damaged/cut. No patient involved.

Manufacturer narrative:
The device history records for the pad-pak lot was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The pad-pak was manufactured as part of a lot of (B)(4) on the 27th september 2017. 110 pad-pak units were dispatched to (B)(6) on the (B)(6) 2017. Upon receipt of the returned pad-pak, the sternum electrode cable insulation was observed to be damaged, exposing the conductor below and confirming the reported fault. Furthermore, a crack was observed on the pad-pak plastic near the electrode tray. Due to the location of the damage observed on the cable, and the crack observed on the pad-pak plastic, it is assumed the wire became trapped between the electrode tray and the pad-pak plastic when an attempt was made to close the electrode tray. This and the use of force to try and close the electrode tray would have resulted in damage to the insulation on the wire. It is unclear when this damage occurred. The sam 500p user manual states ¿do not open pad-pak tray or open defibrillation pads protective packaging until they are required in an emergency¿. The pad-pak will be scrapped and replaced.